Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) with hyperglycemia on (B)(6) 2026. While wearing the pod for 4 to 24 hours, the patient's blood glucose level increased to greater than 600 mg/dl. The patient reported that the pod adhesive did not adhere well to the skin, particularly around the cannula area, resulting in cannula dislodgement from the leg infusion site. The patient stated that the issue was not noticed until blood glucose levels became extremely elevated. Reported symptoms included vomiting and nausea. Treatment consisted of insulin and anti-nausea medication. The patient was released the same day after approximately three hours in the ER.